Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was fibrin formation in 29 samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received three photos for investigation. The evaluation of these photos indicated the presence of fibrin strands in the serum. A total of 100 retained samples were visually inspected, and no additive defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. This complaint has been confirmed for the indicated failure mode fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was fibrin formation in (B)(4) samples. No adverse impact was reported regarding the patient or user.